Manufacturer narrative:
Complaint evaluation parent # (B)(4) has been identified as non-complaint, therefore this case is re-identified as non-complaint. Resolution and conclusion: as this case is re-identified as non-complaint and device remains at customer side and no evaluation is further required. H3 other text : this case is re-identified as non-complaint after gfe communications.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device alarm in daily test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.